Manufacturer narrative:
Product analysis :at analysis it was determined that the back up battery was discharged and would not charge. It was noted that it caused the programmer to shut off and an error was found in the log file. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a black screen. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.